Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the physician was attempting to reposition the lead to obtain more acceptable readings and the helix would not retract. The physician was able to unscrew the helix from the tissue by rotating and twisting the entire lead and giving it a few tugs. After the lead was pulled out of the body, the helix was deemed to be stretched and was not used. Another lead was successfully implanted. No patient complications have been reported as a result of this event.